Event description:
Customer reported receiving erratic readings when testing with the freestyle meter and administered insulin based on these readings. The customer began feeling dizzy, so their family member took them to the hospital. Once there a cat scan was done, blood pressure and blood glucose levels were checked. The hosp received a reading of 218 mg/dl with their unknown brand meter. No insulin was administered as the customer took insulin before going to the hosp. The customer was provided with antivert for the dizziness pt was experiencing.